Event description:
After having a profyle "l" plate and screws applied for a fracture, it was reported that the outer rim of one of the screws had bent up and came through the plate. A new device was implanted. No adverse consequence to the patient or surgical delay was reported.

Manufacturer narrative:
Additional information: evaluation of this event cannot be performed because the device was not present when the file was received by the product surveillance group.